Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), shock impedance measurements varied from 102 ohms to greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.